Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient's spouse reported that the receiver displayed no readings, brief sensor issue or sensor error over 3 hours. On (B)(6) 2025, the patient was unresponsive discovered by the spouse. There were no readings on the receiver. The spouse called 911. The blood glucose (bg) was checked and was over 600 mg/dl. He was transferred to the hospital and treated in intensive care unit (ICU) with insulin drip for 3 days. At the time of the report, the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.